Event description:
It was reported that during implant the lead exhibited undersensing and intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of undersensing/intermittent sensing was confirmed. Electrical tests found a short between the inner and outer coil. X-ray examination found the cause of the short overtorque of the inner coil at the connector pin. This is consistent with damage sustained during the surgical procedure.